Manufacturer narrative:
Device investigation narrative - the device was received for evaluation. A visual inspection was performed on the exterior of the product and no physical damage was observed. There was no relationship found between the returned device and the reported incident. Product passed functional testing with no faults or errors. Product passed functional testing during 6 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did pump shut off or lose power. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time. (B)(4).

Event description:
It was reported that the control unit shut off a couple of times during the procedure. No patient impact was reported.